Event description:
The customer took a rectal temperature and the unit registered low by one to two degrees f as compared to readings taken from other thermometers. The pt actually did have a higher fever than what was registered using this unit.